Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/15/2013 and 10/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue began 1 week prior to contacting lfs for assistance (time/date not known). She tested back to back on the subject meter and observed values of ¿7.5mmol/l and 6.7mmol/l¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. It is not known what range the patient considers to be normal. The patients manages her diabetes with diet and exercise only and did not make any changes to her usual diabetes management routine in response to the alleged issue. During the follow up call, she advised the csr that she did not have any heart related issues as reported during the initial call. She clarified that approximately 5 minutes after testing, she developed symptoms of ¿weak, feeling hot and excessive sweating¿ but despite her symptoms, she denied receiving any form of medical intervention. Its not known if the patient associated the symptoms with a high/low blood glucose excursion. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.